Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measured approximately 6.63 mm x 1.52 mm, confirming that a fragment detached from the instrument and was not returned. The grip base for the grip with the cracked molded insulator did not appear to be bent. The instrument was found to have a broken conductor wire by grip tips by force bipolar due to broken molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaw broke. The procedure was completed with no reported injury.